Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The following information was requested and obtained: was the whole j-vac system inspected for loose connections and caps with no possible leakage? No further information is available. Was the drainage tube functioning adequately? No further information is available. If no, what it an ethicon blake drain? If yes, please provide product code and lot number lot number of reservoir. The lot numbers are ju0002((B)(4)) and ju0012((B)(4)). Device return status/follow up: the devices were shipped. Conflicting information from event description: described qty 2 involved. But response says 1. Please clarify qty involved. Qty involved is 2.. Was there an issue with the drain? We received for analysis but complaint was for reservoir. When we received the samples, the drain was attached to one of the reservoir. Thus, we suspect that the drain might have a problem. Thus, we'd like you to investigate both of the drain and reservoirs. Is possible, we'd like you to check if the issue (improper suction) was reproduced under the condition that the returned reservoir and drain are connected.

Manufacturer narrative:
(B)(4). Evaluation: locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factors do not contribute to the reported complaint defect. Proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is observed but it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an additional sample with lot number ju0002 was received for evaluation. This lot number wasn't included in the original notification made by the customer. When qe notice the existence of the second sample, he performed same evaluation as the one performed to the sample for the original lot number reported by the customer. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factors do not contribute to the reported complaint defect. Proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate as shown in picture 4. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not observed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. DHR

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint# :(B)(4). Additional information has been requested, however not received to date. Was the whole j-vac system inspected for loose connections and caps with no possible leakage? Was the drainage tube functioning adequately? If no, what it an ethicon blake drain? If yes, please provide product code and lot number device return status/follow up. Attempts to obtain additional information and the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Reservoir device issues described in event, captured in reports: 2210968-2020-00324.

Event description:
It was reported a patient underwent a prostatectomy on (B)(6) 2019 and a reservoir was used. In the ward,after surgery, though the bottom flap was bent up, negative pressure could not be applied. Another package was used, but the same issue occurred. Since there were no other alternative ways, drainage was done with natural pressure until the j-vac was removed from the patient. Further details are not provided. There were no adverse consequences to the patient.